Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A dialysis coordinator reported that there was a dialyzer blood leak during a hemodialysis treatment. It was indicated that the machine alarmed when the treatment was started. In a follow up the coordinator reported that the blood leak happened about a minute after starting the pump speed. Blood leak strips were used and came back positive. The blood leak was visible outside the membranes in the dialyzer. A fresenius 2008t machine was being used. Fresenius blood lines were used as well. There was no defect noted on the dialyzer. Patient blood loss was approximately 300ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was able to complete treatment with a new setup and the same machine. The dialyzer is available to be returned to manufacturing for investigation.

Event description:
A dialysis coordinator reported that there was a dialyzer blood leak during a hemodialysis treatment. It was indicated that the machine alarmed when the treatment was started. In a follow up the coordinator reported that the blood leak happened about a minute after starting the pump speed. Blood leak strips were used and came back positive. The blood leak was visible outside the membranes in the dialyzer. A fresenius 2008t machine was being used. Fresenius blood lines were used as well. There was no defect noted on the dialyzer. Patient blood loss was approximately 300ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was able to complete treatment with a new setup and the same machine. The dialyzer is available to be returned to manufacturing for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The third party carrier's website was reviewed and it was verified that the provided shipping materials were sent to the customer and were subsequently received a production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Correction: b.3., d.10. Correction: the initial report g.3. Date should have been 8/04/2022.

Event description:
A dialysis coordinator reported that there was a dialyzer blood leak during a hemodialysis treatment. It was indicated that the machine alarmed when the treatment was started. In a follow up the coordinator reported that the blood leak happened about a minute after starting the pump speed. Blood leak strips were used and came back positive. The blood leak was visible outside the membranes in the dialyzer. A fresenius 2008t machine was being used. Fresenius blood lines were used as well. There was no defect noted on the dialyzer. Patient blood loss was approximately 300ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was able to complete treatment with a new setup and the same machine. The dialyzer is available to be returned to manufacturing for investigation.

Manufacturer narrative:
Correction: h.6.

Event description:
A dialysis coordinator reported that there was a dialyzer blood leak during a hemodialysis treatment. It was indicated that the machine alarmed when the treatment was started. In a follow up the coordinator reported that the blood leak happened about a minute after starting the pump speed. Blood leak strips were used and came back positive. The blood leak was visible outside the membranes in the dialyzer. A fresenius 2008t machine was being used. Fresenius blood lines were used as well. There was no defect noted on the dialyzer. Patient blood loss was approximately 300ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was able to complete treatment with a new setup and the same machine. The dialyzer is available to be returned to manufacturing for investigation.